Event description:
It is reported that scratches were noted on the locking plate before being opened. They were confirmed after opening. A different implant was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is complete.